Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. This is an ancillary evaluation event. Visual inspection was performed and found no obvious defects. A functional test was performed in which a syringe filled with water was attached to the set's middle y-site and depressed; no leakage was identified. A gravity test was then performed in which the device was spiked into an in-house solution bag and reprimed; a leak was observed from the bottom y-site gland and the housing. The cause of the problem was unable to be determined. A CAPA has been opened in order to further investigate this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a clearlink continu-flo solution set was leaking while spiking. The device leaked between the gland and the housing of the bottom y-site port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.